Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels (ranging between 200-300s mg/dl), for approximately 2 months. Elevated bgs were treated by administering a correction bolus with the pump, and manual injections. Recommendation was made that the customer consult with their healthcare provider regarding what may be causing elevated bgs.